Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was indicating that there is a malfunction in the c-arm movement. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm would not move. There was no report of harm. Philips has started an investigation of this complaint.